Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the water channel could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the water channel was not established at this time. The occurrence of the reported problem can be prevented by adhering to the IFU which states the following: IFU states detection methods in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of reduced angulation was confirmed. The device evaluation found the reportable malfunction identified in b5, foreign material coming out of the suction cylinder. The following information regarding reprocessing of the device was received through follow-up with the customer: the device was cleaned, disinfected, and sterilized before it was sent to olympus. The customer does not have any idea about when the foreign material adhered to the endoscope. The customer aspirated the water through the instrument/suction channel. There were no abnormalities in the accessories used for reprocessing. The instrument channel outlet was wiped/brushed with clean lint-free cloths, brushes, or sponges. The instrument channel, instrument channel port, and suction cylinder were brushed. The customer had no concerns in particular about the reprocessing, cleaned and disinfected using washing machine oer-6. The following non-reportable malfunctions were found during evaluation: water tightness was lost due to a pinhole on bending section cover, water tightness was lost due to deformation of scope cover, bending angle in up direction does not meet the standard value due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value due to wear of angle wire, bending section cover had a scratch, adhesive on bending section cover had a chip, adhesive on bending section cover had white-clouded area, grip was shaved, universal cord had a scratch, switch 2 had a scratch, switch 4 had wear, forceps channel port was shaved, paint on suction cylinder was peeled, protector of universal cord on suction connector side had a scratch, and connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had reduced angulation. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material coming out of the suction cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.